Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during the implantation procedure of the ICD involved in this MDR report: high impedance was observed after connecting the leads. As the leads were controled before connection without showing anomaly, the ICD was returned for analysis. Another ICD was successfully implanted.